Event description:
Customer's mother reported cannula dislodged while daughter was sleeping, which caused her bg to reach 339 mg/dl. The pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. No malfunction of defect can be confirmed. A dislodged cannula your likely impede insulin delivery and lead to hyperglycemia, however, a lab evaluation cannot confirm this occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact a hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.